Manufacturer narrative:
The user has not reported the device serial number. This will be provided at the time of the follow up.

Event description:
The user is questioning the functionality of the device during a patient use event. The patient outcome is unknown.